Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the iliac artery. A 6.0 x 60 x 135 cm express ld iliac / biliary stent was advanced for treatment. However, during procedure, it was noted that the device was released occasionally before reaching to the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Event description:
It was reported that stent dislodgement occurred. The stenosed target lesion was located in the iliac artery. A 6.0 x 60 x 135 cm express ld iliac / biliary stent was advanced for treatment. However, during procedure, it was noted that the device was released occasionally before reaching to the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable. It was further reported that the stent was opened already before the balloon started inflating.

Manufacturer narrative:
A2: age at time of event - 18 years or older device evaluated by MFR: an express ld device was returned for analysis. A visual and tactile examination identified that the balloon was tightly folded and had not been subject to positive pressure. No issues were noted which may have potentially contributed to the complaint incident. An examination of the crimped stent identified that the mid section of the stent was damaged, and the stent was pulled in a distal direction over the distal markerband and tip. A visual and tactile examination identified no issues with the shaft of the device. The investigator removed the stent in order to view the markerbands and tip. A visual examination identified no issues with tip or markerbands of this device.